Event description:
The customer reported that the monitoring screen went blank after shocking (defibrillating) a patient. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
Subsequent information received from the customer indicated that, the procedure being performed was a tee/cardioversion (transesophageal echocardiogram (tee) with cardioversion) done in pre/post room 4 on (B)(6) 2021. For this case, end users had "split" the screen, with charting on one half of the screen and hemo (monitoring) on the other. According to the customer, there was no patient harm, but the patient was sedated, and there was a delay in monitoring while the device was rebooted. A philips field service engineer (fse) was dispatched to the customer's site to address the reported problem. The device evaluation was performed by the fse on the actual device involved in this complaint. According to the fse, he was unable to confirm the customer's reported problem during his evaluation. The device passed all functional testing and was returned to service. A search in salesforce found no further related calls. We are considering this to be a malfunction of cause unknown. The device remains in use at the customer's facility. Subsequent to the receipt of this complaint, an issue impact assessment (iia-2975-2022-511) was submitted for the issue reported. Any additional investigation or action taken will be documented in the respective record.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the monitoring screen went blank after shocking the patient.